Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated that the reservoir was leaking when being removed. The customer explained that insulin was dripping out of the insulin pump. The customer's blood glucose was 121 mg/dl. The customer confirmed the leak was at the back of the reservoir and that there was liquid in the reservoir compartment. The customer stated that the leak was past the 2nd o-ring. In regards to the insulin pump, the customer could hear the motor turning, but the piston was not moving. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.